Event description:
The lay user/ pt contacted lfs alleging an error 5 message on the lfs meter. The pt mentioned that she felt low at the time of testing; however, did not seek any medical attention due to the alleged reported issue. The test strips were in good condition and the pt retested with a new vial of test strips and issue was not resolved. The technique of applying blood on the test strip was correct. The meter was replaced. The complaint is being reported due to the alleged error 5 message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.